Event description:
The report stated that the generator had a latch on condition and was not giving substantial output with cut and coag modes. In follow-up with the site, the contact reported that another biomed had "tampered" with the circuit boards and the generator did not have its original front panel. All of the failures happened during "general testing" by the biomed and not in the or. Therefore, there was no patient involvement.

Manufacturer narrative:
During testing, the generator latched on in the cut mode. The failure was very intermittent in nature. It was not noted if output power was present while in this state. Troubleshooting isolated the trouble to marginal solder joints for and around an integrated circuit. Search of the complaint data base identified this as an isolated occurence.